Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was close to 500 mg/dl and it was never been that high. Customer stated he gave himself insulin then checked 15 minutes later but it hadn¿t gone down. He checked a couple of hours later and he was down to 362 mg/dl, now he was finally got it down to 130 mg/dl. Customer declined troubleshoot for the insulin flow blocked alarm. Customer¿s current value was 189 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump. The auto mode was not active. Customer stated tubing has air bubbles and it was successfully removed. The insulin pump will not returned for analysis.